Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2172296 . According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was damaged during the puncture. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the department of orthopedics reported that the hose was damaged during the puncture of the product."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing was damaged during the puncture. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the department of orthopedics reported that the hose was damaged during the puncture of the product.".